Event description:
It was reported a patient underwent tension free repair of right inguinal hernia . On (B)(6) 2026 and suture was used. During the operation, the doctor opened a new suture and found that there were joints and miscellaneous suture in the suture. The doctor immediately did not use it and replaced it with a new suture. Additional information has been reported.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? What was the texture? Are there any photos of the foreign matter available? Did this event contribute to any patient adverse event? If yes, please explain. Please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager). Information requested is unknown. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.